Manufacturer narrative:
The maryland bipolar forceps instrument has been returned and evaluated by the failure analysis team. The primary failure of frayed grip cable was found to be related to the customer reported complaint. The instrument was found to have a frayed grip cable at the distal end. The frayed cable strands stuck out at the wrist. Root cause is attributed to a component failure. The instrument was also found to have conductor wire insulation damage. The damage was located at the distal end on the bipolar yaw pulley with no material missing. Electrical continuity was tested and passed. For clarification, the instrument was tested for energy delivery on an in-house system and delivered energy evenly without any issues. Root cause is attributed to a component failure. Additional finding not reported by site: the instrument was found to have a bipolar pin bent. Root cause is attributed to mishandling. A review of the instrument log for the maryland bipolar forceps (pn# 420172-17/ lot# n10200217-076) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2020 on system# (B)(4). The alleged event occurred on the 4th use of the instrument. A review of the system logs confirmed that there were no errors that would explain the reported event. No procedure image or video was provided for review. Based on the information provided at this time, this complaint is being reported due to the following conclusion: the instrument was found to have damaged conductor wire insulation. A bipolar instrument with damaged conductor wire insulation could lead to inadvertent transmission to tissue other than intended via the exposed conductor wire. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the maryland bipolar forceps instrument would not apply energy evenly and the cable was found to have snapped. A backup instrument was used and the procedure was completed with no reported injury.